Event description:
The blocker dusted during tightening. Torn threads are historically reported by (B)(6) as dusted.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The single inner setscrews [product code: 1797-02-000] were not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the single inner setscrews could not be performed as the lot numbers are unknown. Without the return of the setscrews we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.